Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us experienced no o2 dosing alarm. Furthermore, there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. No available logs or any updates received from the customer after follow up attempts. Root cause could not be established as no logs received for analysis. Most likely issue is due to user failure, for example due to the o2 supply interruption while the o2 level is set for more than 21%.